Event description:
It was reported that the reservoir leaked. The blood glucose reading is 229 mg/dl. The insulin leaked into the reservoir compartment. The screen went blank after the insulin leaked into the insulin pump. The insulin pump alarmed motor error during rewind process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.